Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. H10 additional narrative: the actual device was returned for evaluation. During repair, an evaluation was performed and it was determined that the device had water damage throughout and inadequate amount of loctite for proper adherence. Therefore, the reported condition was confirmed. The assignable root cause was determined to be due to inadequate loctite on the sealing screw which allowed the screw to loosen and allow fluid ingress due to a manufacturing error. The assignable root cause of these conditions was determined to be related to a manufacturing issue. The manufacturing record evaluation (mre) was performed and identified a nonconformance (nc) related to the reported incident. A new nc generated to address the re-occurring issue.

Manufacturer narrative:
Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. As of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated. UDI:(B)(6).

Event description:
It was reported that prior to surgery, it was observed that the impactor device started firing randomly and then just stopped working all together. According to the reporter, there was a delay less than thirty minutes with no effect to the patient. The impactor malfunctioned on the back table before the surgeon needed it. There were no reports of injuries, medical intervention or prolonged hospitalization. The exact date of this event was unknown. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.